Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe manufactured on september 20, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 23ga illuminated, flexible, curved laser probe with radio frequency identification was received for evaluation. A visual assessment of the returned sample was performed on april 27, 2017 and showed no obvious nonconformities. The laser probe was inserted into a 23ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip. The laser probe tip was measured using the 23ga needle length gauge, where the cannula and the nitinol were found to not meet specifications as it was too short. The root cause of the reported event can be attributed to the shorter than specification laser probe cannula and nitinol tip. However, how or when the product became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe would not fit through the trocar during a vitrectomy surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.